Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a patient, during an endoscopic retrograde cholangiopancreatography/ stent placement procedure on (B)(6) 2010. According to the complainant, the patient had a one and half centimeter non-resectable malignant tumor, in the distal common bile duct above the papilla. The anatomy was not tortuous, nor dilated prior to stent placement. On (B)(6) 2010 the patient returned to the hospital with jaundice and was hospitalized for two days. An endoscopic retrograde cholangiopancreatography revealed that the stent migrated into duodenum. It was reported that the stent "spontaneously passed", and there was "no sign of it". A second stent was implanted, and the patient was sent home in stable condition.

Manufacturer narrative:
(B)(4) - medical intervention required; hospitalized. (B)(4) - the reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.